Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. The customer's blood glucose level was 156 mg/dl. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.